Event description:
Same case as MFR report #: 2134265-2009-05262. This complaint is now reportable based on analysis completed on (B)(6) 2009. It was reported that during a coronary drug eluting stenting treatment procedure, the stent was unable to cross the lesion. Lesions were located both in the left anterior descending artery and the circumflex artery. A non bsc stent was initially implanted in the left anterior descending artery. A 3.00x20mm taxus liberte' drug eluting stent was advanced to the lesion in the proximal left anterior descending artery, but could not cross. A 3.5x20mm apex balloon was advanced to the lesion in the left anterior descending artery. The balloon was inflated 5 times from 6 to 10 atms. On the 5th inflation, the balloon ruptured. The procedure was completed at this time. No patient injuries or complications occurred. Product analysis confirmed that the stent had moved on the balloon and was damaged.

Manufacturer narrative:
(B)(6). A visual and microscopic review identified that the stent had moved distally on the balloon. The proximal edge of the stent moved approximately 3mm from the distal end of the proximal markerband. A visual and microscopic examination also identified proximal stent damage. The stent strut rows 1 and 2 were raised and misaligned. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. The distal strut rows 1 and 2 were slightly flared as they were advanced over the distal balloon cone due to stent movement. The tip was slightly flared. This type of damage is consistent with guidewire movement during attempts to cross the lesion. A visual and microscopic examination identified kinks along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The remaining balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).